Event description:
It was reported that patient(pt) needed to recharge the implantable neurostimulator (ins) but they had problems all day for it was not finding the device. Pt had reset the controller several times and reposition the recharger but that did not resolve their issue. Pt tried using the controller with and without the cord plugged in but it was not finding the device either. Pt last recharged the ins yesterday and this morning pt went to the ins they got a message that the battery to the controller was low even though it was charging all night and showed 100%. Pt reset the controller and was actually able to recharge the ins to 30% battery this morning but they had not been able to get it to find the device since, the ins had lost all charged and since then the stimulation turned off. During reason for call they got software problem 1.intells 2.3.6 3.1561 4.appmanager.c. During call pt verified no damage to the recharger telemetry module (rtm) or to the controller charging port. The issue was not resolved. A request sent to the repair depart ment to replace the controller. Ins would not recharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.